Event description:
Rptr's writing about a very grave issue, pedicle plates and screws. He has them in his back. He suffered with this supposedly latest state of medical science since they were put in. He needs them taken out. Because of his circumstance with his insurance co he has been unable to have add'l medical care. This includes all medical care including the removing of these disabling painful hot pieces of iron in his back. He has been unable to work since this operation. He lost his job, wife, money, family, automobile, home, social contacts and ability to be productive. He has been forced to file bankruptcy. Rptr had a knee and leg injury, the result of his latest fall. The fall was caused by a very hot, sharp, flashing pain in his back. This was one of many falls this injury caused him, however, this was the worst fall so far. Rptr is interested in the present and future action being taken by the FDA against the MFR and the other responsible parties for these dangerous and misconceived medical implants. Rptr would like FDA to continue to pursue the dangers of the pedicle plates and screw implantation and get them off the market at once. From dr's note dated 12/16/95: "53-yr-old male who approx 10 days ago fell landing on his right knee. He had mild swellling at that time which has persisted, becoming more painful, red and hot. He was evaluated by another dr the day before who thought he had a possible infection. His chronic condition which has resulted from an injury and two back surgeries has depressed the pt to the point where his chronic pain is a daily occurrence and causes mild depression and anxiety as well. He considers pt to still have a diagnosis of disabling neurogenic claudication of the ls spine with referred pains to the leg and foot. This condition prevents him from doing any type of work which would require him to stand or sit or move or walk over more than a 30-min period, 45 mins being his absolute limit. A further finding to corroborate the diagnosis of severe nerve root compression is that the sole of the pt's left foot is completely numb to pin prick and light touch. His low back range of motion was less than 20 degrees in all directions. (*)